Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the was an unexpected failure to alarm. There is no report of an adverse event.